Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Between (B)(6) 2026 and (B)(6) 2026, the patient reported experiencing inaccurate and erratic cgm readings, with specific values not recalled during most of the period. She stated that the frequent need for fingerstick blood glucose (fsbg) checks, with values unspecified, caused her to feel tired and mentally exhausted. On (B)(6) 2026, the patient administered 20 units of lantus insulin but discontinued its use starting (B)(6) 2026. She reported continued use of metformin 500 mg and novolog insulin at 4 units. On (B)(6) 2026, while attending a job interview, the cgm repeatedly alarmed and displayed a glucose value of 60 mg/dl, while an fsbg measurement showed 125 mg/dl. The patient reported feeling tired and attempted to increase her glucose by eating protein and drinking sugary beverages, including coke, though the cgm readings remained erratic. Emergency medical services (ems) were contacted, and fsbg readings obtained by ems were reported as 75¿80 mg/dl while the cgm continued to display 60 mg/dl. No medications were administered, and the patient was transported to the hospital by ambulance. At the hospital, the patient reported undergoing multiple fsbg checks but was unable to recall specific values and the cgm readings continued to be inconsistent. She was provided protein to eat, and no medications were given. The patient remained hospitalized until (B)(6) 2026 and was advised to follow up with her healthcare provider. On (B)(6) 2026, the patient saw her physician and was instructed to remove the cgm sensor and place a new one in her abdomen. She reported feeling much better after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026 to (B)(6) 2026. The reported glucose values fall within the b and a zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.